Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a perforator failed to disengage when the surgeon was using it at the back part of the skull on the right side near the right ear. The anspach drill was used with the perforator. The bone quality was normal. It damaged the vein and hemostasis was completed by using some gauzes and some surge cells. The perforator was held perpendicular to the bone during use. The second perforation was successfully made. The target lesion of the skull had no issue prior to the event. The product will be returned.

Manufacturer narrative:
UDI: (B)(4). The previously filed follow-up report did not include the updated UDI. This report has been updated to reflect this information.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. A review of manufacturing records was performed and found no discrepancies when the device was released to stock.

Manufacturer narrative:
Additional information: the device was returned for evaluation. The sample was visually inspected, no anomalies noted..the perforator was then functionally tested. A series of holes were drilled without issue. The device performed as intended. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.